Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. At this time, the device remains implanted in the patient and has not yet been explanted. Microstent malposition, microstent-iris touch, and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with implantation of the hydrus microstent on (B)(6) 2019. On (B)(6) 2019, the surgeon reported that the microstent extended into the anterior chamber and is chafing the iris. The surgeon plans to explant the microstent when a trabeculectomy is performed. Additional information has been requested.

Event description:
The surgeon provided the following additional information to ivantis on february 6, 2020. The patient has open angle glaucoma, however, they had an anatomic variant of open angle with a high iris insertion. The microstent was in direct contact with the iris despite proper placement since postoperative day one. Iritis, microstent-iris touch, and failure to lower iop persisted despite steriod treatment for over a month, therefore a decision was made to perform a trabeculectomy and the microstent was explanted at the same time.

Manufacturer narrative:
Correction: h1: corrected address where the device was manufactured. H6: removed device code 2616 and replaced with 2682 (based on the surgeon's report that the device was not malpositoned, but the patient had an anatomical variance). Additional information: the explanted hydrus microstent was not returned to the manufacturer. According to the surgeon, the patient had an anatomical variance that caused microstent-iris touch and sequelae. Persistent iritis is listed in the device labeling as a potential adverse event. The following warning and precaution statements are included in the labeling: the surgeon should monitor the patient postoperatively for proper maintenance of iop. If iop is not adequately maintained after surgery, the surgeon should consider appropriate additional therapy to maintain target iop. Some anatomical restrictions may not be overcome by repositioning and further attempts at implantation should cease. Manufacturer reference#: (B)(4).